Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2017-03811, reference MFR. Report#: 1627487-2017-03812. It was reported during the patient's scs trial, it was found the patient had an infection at the site where the extensions connect to the lead. As such, the lead and extensions were removed. The patient was also prescribed antibiotics.